Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump fell out. The customer's blood glucose reading was 190mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.